Event description:
A report was received that a pt underwent a pocket revision due to the ipg being uncomfortable during sex. The physician relocated the ipg to a more comfortable location. Upon revision, the physician noticed that the scar tissue around the ipg was granulated. The physician remove as much of the scar tissue as possible. The physician believes that this is what might be causing the pt to be uncomfortable. The pt is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.